Event description:
The fse reported that the system would not start up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and found a communication problem with the cpu, but no conclusion can be drawn as further repair info is not available.